Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, tip electrode non-electrical (guidetooth damaged) and there was apparent explant damage.

Event description:
It was reported that the atrial lead exhibited no capture, under sensing, and unmeasurable thresholds. There was difficulty in repositioning caused by stenosis at the venous entry site. The physician decided to explant the lead and it was replaced with a new one. No patient complications were reported as a result of this event.